Event description:
The following has been reported: biomed reported: "it was reported to that there was issue with tubing. Cleaned the av (actuator valve) and cassette pins. Checked battery health. Battery health is 94 when testing the pump. The following error appeared on the screen: "reload cassette". Tried multiple cassettes that worked in other pumps. When downloading the logs: "there are no pump logs available for download". Patient harm: unknown. A preliminary review identified the following issue: tubing set misloaded unknown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.